Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose measured at approximately 224 mg/dl by cgm and 223 mg/dl by fingerstick after a protein drink; the user had recently changed the infusion set and later performed a site-only change with no bent cannula, leaks, air bubbles, or occlusion or dosing-stopped alerts noted, and was advised to perform a soft reset. Symptoms included hyperglycemia. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.